Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant or not implanting the implant deep enough. Additionally, per the surgical technique manual: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had staged bilateral si joint arthrodesis in 2019 and 2020 where three implants were installed on each side. The patient later reported a recurrence of pain symptoms. The surgeon determined that the caudal positioned implant on each side was too proud of the ilium, irritating the muscle. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the caudal positioned implant from each side using chisels. No new hardware was added. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Event description:
The patient had staged bilateral si joint arthrodesis in 2019 and 2020 where three implants were installed on each side. The patient later reported a recurrence of pain symptoms. The surgeon determined that the caudal positioned implant on each side was too proud of the ilium, irritating the muscle. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the caudal positioned implant from each side using chisels. No new hardware was added. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant or not implanting the implant deep enough. Additionally, per the surgical technique manual: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."